Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) broke after placement the following information was provided by the initial reporter: "patient care technician was removing this patient's IV as he was being discharged. Upon removal, they observed that the tip of the IV was missing a small piece. The physician was called and ordered a ultrasound of the patient's arm to be done. There was no echogenic material seen in the vein but there was a nonocclusive mural thrombus. This IV was place on (B)(6) 2020. We do not know the lot number as the packaging was not saved, but on the dressing which we believe is the original dressing, has the numbers 334893 on the tape."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 insyte autoguard 18 gauge blood control units from an unknown lot for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer visually inspected the returned units and observed the tip was damaged. There was a small part of the catheter missing from the tubing resulting in a jagged tip. The damage appeared to have been caused by the needle spearing through the catheter. However, this was most likely not a manufacturing defect as flashback was present inside the catheter tubing indicating that the device had been used. If the device had been used prior to the observed damage it would have caused significant discomfort to the patient. Based off the visual inspection the engineer was able verify the reported defect. The root cause was determined to have been the needle piercing through the catheter tubing during venipuncture. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) broke after placement the following information was provided by the initial reporter: "patient care technician was removing this patient's IV as he was being discharged. Upon removal, they observed that the tip of the IV was missing a small piece. The physician was called and ordered a ultrasound of the patient's arm to be done. There was no echogenic material seen in the vein but there was a nonocclusive mural thrombus. This IV was place on (B)(6) 2020. We do not know the lot number as the packaging was not saved, but on the dressing which we believe is the original dressing, has the numbers 334893 on the tape.".